Manufacturer narrative:
Product complaint # ==> (B)(4) date sent to the FDA: 11/22/2021 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9,h3 h3 investigation summary: two sealed foil packets and one opened foil packet with a surgicel fibrilar piece product code 1962 were returned for analysis. The paper folder packaging of the open sample was not received. Upon to visual inspection of one opened sample, a foreign matter (hair) adhered on the surgicel fibrillar, the surgicel was received outside the folder and placed into the foil packet. In addition, the size of the surgicel was noted to be cutted. Two sealed packets were opened, and no foreign matter were detected. The dimension of the surgicel fibrillar were corrects and no defects were observed during evaluation. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/17/2021. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an anterior cervical decompression procedure on an unknown date and absorbable hemostat was used. During the procedure after opening the packaging and found that there was hair inside the package. For safety reasons the surgeon used another product to complete the procedure. No adverse patient consequences were reported. Additional information was requested